Manufacturer narrative:
Patient's date of birth and age not provided/unknown. Patient's gender not provided/unknown. Patient's weight not provided/unknown. Device lot number not provided/unknown. Additional 510k number: k013227 reporter's first and last name not provided/unknown.

Event description:
It was reported that the retaining abutment screw portion (mhlas) of the abutment (hla5g) was stuck in the implant. A removal tool was utilized to remove the screw from the implant. Tooth location 30.

Manufacturer narrative:
One zimmer hex-lock abutment was returned for inspection. Visual inspection revealed that the device is damaged and scratched at the prepped restoration feature. The hex feature is also worn and contains debris. The internal drive feature contains additional debris and will no longer function. The mating screw packaged with this device was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Functional testing revealed that the drive feature of the abutment was lined with debris and could not pass a screw through the threads without the parts becoming stuck. The complaint is confirmed in terms of abutment functionality. Because the mating screw was not returned for inspection, the condition of the device could not be verified. A singular cause cannot be determined.